Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned incorrect date in section b4. The correct b4 date should have been (B)(6) 2022. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.